Event description:
The caller reported getting a high reading from the adc device and administered insulin accordingly. She then became unconscious and got a reading of 37 mg/dl on her meter. No paramedics were called and she was sent to the hosp. Actual reading before the caller administered insulin was not specified. Blood glucose readings from the paramedics or the hosp was not provided.